Manufacturer narrative:
Weight- unk, ethnicity- unk, race- unk, this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6, -3.00/2.0/081 (sphere/cylinder/axis), implantable collamer lens was implanted and replaced intraoperatively with a longer length lens on (B)(6) 2021 from patient's left eye (os) due to low vault. This resolved the problem. Cause of the event is reported as unknown.